Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for wbc failure. The patient information is unavailable at this time. The facility had identified the issue after the kit had been discarded. The report is being filed due to the potential for injury.